Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1413 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1413) have been reported from the same facility.

Event description:
It was reported leaking on the exterior tubing around the hub and/or at the hub was noticed on 2 catheters in this lot. PICC was placed in the basilic vein and no patient harm was reported. This report addresses the first device.